Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining tampon pieces. She experienced discomfort which resolved after she removed the tampon pieces. She did not experience any adverse health effects. She saw her ob for unrelated reasons and shared her experience with the ob. The ob confirmed she was fine and no treatments or diagnosis were made.